Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure bilateral iliac limbs were widely patent. There was mild kinking of the left iliac stent graft limb, due to vessel tortuosity. The kinked/narrowed area was 7.5 mm in diameter. The physician elected to implant a 10mmx40mm balloon expandable bare metal stent within the stent graft. The operative report by the physician stated that the cause of the kinking/narrowing was related to patient anatomy of vessel tortuosity. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.